Event description:
Libre 2 cgm gave inaccurate blood glucose readings with manual vs libre off as much as 70 points. I was never informed by the manufacturer that there was a problem. Every test is off some by a small amount; others with significant variances causing improper dosing.